Event description:
It was reported that the patient was admitted to the emergency room after passing out earlier in the day. The ventricular lead was interrogated and a lead warning was present due to low impedance, the lead was sensing r-waves and noise was present. The device was reprogrammed and the patient was transferred to another hospital. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.